Event description:
Pt was revised to address infection. Poly wear of the insert and osteolysis were also reported.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the reported infection. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.